Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(4). Batch: 7070148.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to the leads that were pulled down. The patient underwent a revision procedure wherein the leads were repositioned and the patient was doing well postoperatively.